Event description:
It was reported that during a da vinci si pancreatectomy procedure, cracks were noted on the sheath surrounding the distal end of a permanent cautery hook instrument there were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the proximal clevis had cracking and localized melting. There were also char marks around the melted regions. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.